Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip stuck on the leaflet and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and after the first grasping attempt, the anterior leaflet got stuck on the gripper. The gripper was unable to be released therefore the decision was made to deploy the clip. The posterior leaflet was captured with enough leaflet but the anterior grasp was suboptimal, resulting in an eccentric jet lateral to the clip. An additional cds was advanced and again, the gripper became stuck with the anterior leaflet. The clip was able to be freed and the clip was then implanted next to the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported difficult to remove from anatomy could not be determined. The reported unspecified tissue injury appears to be due to procedural circumstances. Additionally, the reported patient effect of tissue damage, as listed in the mitraclip instructions for use (IFU) is known possible complication associated with mitraclip procedures. Lastly, the reported unexpected medical intervention was a result of case specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.